Event description:
Ophthalmologist reported female patient with a corneal ulcer in the left eye. Patient reported she inserted lens and experienced a foreign body sensation, "like a hair in the eye". The patient inserted the lenses about 7:50am and when she got to work, at about 8:20am her left eye was red and shortly after her eye began to tear and became painful. Ophthalmologist stated patient, a new employee in the office, presented with a red eye with 2+ injection. Ophthalmologist stated the patient had a "moderate" 1.5mm, mid-peripheral corneal ulcer with surrounding infiltrates. The patient was prescribed cyloxan and predforte. Ophthalmologist stated the pt was wearing lenses on a daily wear schedule. He was not aware of patient's visual acuity at the time of incident, however the patient's visual acuity is 20/20 at this time and lesion is resolving. No additional information is available to enable further investigation at this time.